Manufacturer narrative:
Concomitant medical products: c6tr01 crtp, implanted: (B)(6) 2017; 4076 lead, implanted: (B)(6) 2009; 310f27 valve, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a rv/superior vena cava (svc) defibrillation impedance warning as well as high defibrillation impedance. The lead therapies was turned off and a replacement lead was implanted for pace/sense. As well, the patient's device was downgraded per the physician's discretion. The lead was capped and replaced. As well, the patient's left ventricular (lv) lead exhibited increased thresholds and compromised capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.